Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Update to annex code g - g02004 - cable, electrical.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported that they had repeated 32056 errors at power up. The customer reported that for the second case of the day they brought in the other patient side cart (psc) and swapped the carts to proceed with the second procedure. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that there was no injury that occurred and the customer did not have any issues with the da vinci system once they switched to the second psc. There was no delay for the second procedure and they were able to smoothly swap out one psc for the other during normal turn over time. The second procedure was successfully completed robotically with the other psc. Patient demographics were not provided since the robot was not utilized on the first case and there were no issues for the second case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). They system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the 0x1 axis. Once testing was completed, the yaw searchlight flat flex cable (ffc) was applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, fas was able to conclude that the yaw searchlight ffc was found to be the probable root cause of the reported event.